Event description:
Customer's mother reports that customer experienced a button error alarm, high blood glucose and motor error alarm. It was also reported that drive support cap was protruding. It was advised that there were no alarm history showing alarms related to drive support cap. Customer's mother reports that customer was not connected when drive support cap was pushed back in. Customer's blood glucose fluctuated from 88 mg/dl to 500 mg/dl. Customer's blood glucose at the time of call was 247 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose/protruded drive support disk. No further tests could be performed due to prime/fill anomaly. The motor was tested outside of the device and passed. No button error alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).